Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a period of low blood glucose. They had blood glucose that was around 50 mg/dl. They were at work and had nothing to treat. They went home, ate, and took a bolus from the device. They declined troubleshooting for the low blood glucose. It was noted that the sensor¿s cannula was bent. The device will not be returned for analysis.